Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including abdominal pain and wound dehiscence post implant of bard flat mesh. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant ((B)(6) 2018) is provided as an estimate based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent abdominal hernia repair with implant of unspecified bard mesh (bard flat mesh) in or about aug 2018. It is alleged that the patient experienced severe abdominal pain on or about (B)(6) 2022. It is alleged that the patient underwent revision surgery on (B)(6) 2022. Attorney also alleged that, patient had open abdominal wound and it was treated with dry gauze in or about early sep-2022. Attorney alleged, due to the failure of the hernia mesh and the inability to remove the defective hernia mesh from patient abdomen, patient experienced open wound on his abdomen that cannot heal and cannot be surgically repaired. Attorney alleges past, and future medical expenses, including but not limited to, pain and suffering, permanent physical disability sustained by the patient. It is alleged that the device was defective.